Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protrude from the catheter tip when removed. The target lesion was located in the moderately tortuous internal iliac artery. A 14mm x 30cm pe f-idc interlock embolics was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter. The device was removed together with the catheter, however, it protruded from the catheter tip upon removal. The procedure was completed with another of the same device. There were no patient complications reported.